Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was ffrw (far-field r-wave) oversensing along with at/af (atrial tachycardia/atrial fibrillation) detections possibly related to the ffrw. The atrial lead remains in use. No patient complications have been reported as a result of this event.